Event description:
Pt pulled at their incision site the day after implant surgery to the point that the site opened up. The wound was redressed, but the pt was seen in hosp emergency room 10 days later due to hematoma which was drained.